Event description:
Customer's daughter reported customer received erratic readings on their freestyle flash blood glucose monitor. Customer's daughter reported customer received readings of 29 mg/dl, 48 mg/dl and 93 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in progress. A follow-up report will be filed once investigation results are available.